Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported that on (B)(6) 2024 their dentist could not perform a thorough cleaning because gums were so inflamed and bleeding. She prescribed chlorhexidine to treat periodontal disease. During the visit of (B)(6) 2024 dentist said the gums were still inflamed and significantly bleeding and recommended patient to schedule an appointments every three months to monitor gums. Patient discontinue use of byte aligners.